Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
It was reported to philips that a ventilator¿s display screen is cracked. It is unknown if there was patient involvement at the time the issue was discovered. There was no report of patient or user harm. The field service engineer (fse) evaluated the incident and confirmed the reported problem. Following a shock, the entire front panel is defective. The customer wants an on-site intervention. Further information is pending.

Event description:
It was reported to philips that a ventilator¿s display screen is cracked. It is unknown if there was patient involvement at the time the issue was discovered. There was no report of patient or user harm. The field service engineer (fse) evaluated the incident and confirmed the reported problem. Following a shock, the entire front panel is defective. The customer wants an on-site intervention. Further information is pending.

Manufacturer narrative:
Reporter phone number: (B)(6).

Manufacturer narrative:
The removed user interface assembly was returned to the failure investigation lab (fi). A visual inspection reveals the display to be shattered. Customer complaint verified. Root cause is physical damage to ui display.

Manufacturer narrative:
The field service engineer replaced the user interface assembly to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.